Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and failed due to the needle being exposed. The allegation was confirmed. The root cause was determined to be a torsion spring malfunction which is an assembly error.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, needle retraction issue was occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.